Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. During a revascularization procedure, two resolute onyx des were implanted in the rca. A forth resolute onyx des was also implanted . Approximately 20 months post index procedure and approximately 17 months post revascularization, cec adjudicated a target vessel myocardial infarction occurred involving the rca.